Manufacturer narrative:
(B)(4) files were reviewed and of the 10 scans 7 found all surfaces correctly. Scans 3-5 did not properly identify the posterior lens. Two were a result of a shadow from the patient nose blocking the scan. The 3d reconstruction was reprocessed and the data was within normal expectations. Treatment files were reviewed and the treatment progressed normally without any noted issue. It cannot be determined from the treatment files if the laser caused any issue with the posterior capsular tissue. No evidence of device malfunction was found. Root cause: unknown.

Event description:
On april 11, 2016 a distributor clinical application specialist reported that the surgeon had a case on (B)(6) 2016 that had to perform a vitrectomy due to the bag being extremely fragile.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On april 11, 2016 a distributor clinical application specialist reported that the surgeon had a case on (B)(6) 2016 that had to perform a vitrectomy due to the bag being extremely fragile.